Manufacturer narrative:
The reported events of r-wave amp variation and inadequate capture were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-33155. It was reported via remote transmission that the patient's right ventricular (rv) lead exhibited r wave amplitude variation and elevated thresholds. It was also noted that the atrial (ra) lead exhibited p wave amplitude variation and elevated thresholds. Upon being presented to the clinic, chest x-ray confirmed that both the ra and rv leads were dislodged. The ra and rv leads were explanted and replaced. The patient was in stable condition.